Event description:
A caregiver (cg) contacted baxter's technical service center regarding the device not powering on, which occurred on the homechoice (hc) during use. The technical service representative (tsr) had the cg check the power cord and the outlet. The tsr had the cg cycle the power off and on and the display was blank, there were no audible tones, and the heater tray was cold. The cg stated that the patient had a check heater line alarm in fill 1. The cg was unable to clear the alarm. The cg ended therapy and started over with new supplies. The power went out during prime. The patient proceeded to complete therapy with manual supplies. The cg stated that since the patient received the hc in march, he constantly feels overfilled almost every night. The cg stated that she has seen the drain volume go over 4700ml. The patient's fill volume is 2500ml and the patient weighs (B)(6). The cg stated that she has never seen a high drain alarm. The cg notified the peritoneal dialysis registered nurse (pdrn) who advised the cg that the hc was programmed correctly and that there was no problem. The tsr reviewed the increased intra-peritoneal volume (iipv) procedures and advised the cg to always call for troubleshooting assistance if the patient ever has iipv symptoms. The tsr was unable to retrieve the readings from the hc due to the power failure. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported issues with the patient's machine. The rn stated that she was aware of the overfill event and stated that as far as she knew, the patient had not had any additional issues. The rn stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the baxter product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv), and the iipv was not duplicated during evaluation. The device was determined to meet electrical and functional performance specifications. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. Based on the information gathered during baxter's investigation, this complaint for an increased intra-peritoneal volume (iipv) was not confirmed and the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.